Event description:
Patient's physician noted that the patient¿s vocal cords may not be healing properly. No other relevant information has been received to date.

Event description:
Further information was received that the physician's assessment of the potential impaired vocal cord healing was that vocal cord was moving normally as of (B)(6) 2019. Intervention was noted for the potential impaired healing and it was stated to be for patient comfort. The patient was not diagnosed with vocal cord paralysis. No other relevant information has been received to date.